Manufacturer narrative:
Four assorted mtwo unifiles 25mm have been returned. Three of these files are unused, fourth file (mtwo unifile 4/100 ad 25mm 010) is in loose in its opened blister. This file in loose has been analyzed and is actually broken in the active part (torque). No material defect was found during analysis of the rupture pattern. No unused mtwo unifile 4/100 ad 25mm 010 is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1493597, #1489057, #1500524, #1495190, #1488705,1497377 and #1492434). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a mtwo file broke during use. The outcome of the event is unknown as of this MDR evaluation.